Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing diagnostic procedure, and the device remained operable during non-frozen periods, allowing the procedure to be completed. The philips field service engineer (fse) inspected the system on site and confirmed that the system was occasionally freezing, which can impact imaging. Upon troubleshooting fse found that the system software was operating very slowly. To resolve the issue, fse connected the os disk to host pc mainboard directly. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was occasionally freezing, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.